Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 60 bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were underfilled. There was no report of patient impact.the following information was provided by the initial reporter, translated from japanese to english:the user is currently using sodium citrate-containing tube with the light blue cap (cat#363080), and has experienced a draw volume issue in several products.the user would like to know if the underfilled tube issue (draw volume issue) due to insufficient negative pressure during blood collection using holder has been reported from the other facilities in year 2022 because the user is checking the blood re-collection rate at is hospital.when looking at the trend since april in the hospital, the user noticed that such an issue had increased from may to september, but decreased in october and november.